Event description:
Additional information received reported that the after the replacement the patient was "well" and there was no problem.

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found no anomaly.

Event description:
It was reported that the patient did not improve after implant and the device was replaced. It was stated that the stimulator had been implanted for 3 months but the patient did not improve "even if the response was positive in stimulating intra operatively." It was noted that the impedances were normal and an x-ray for visualization showed that the system was normal "even without fracture system." There was no injury. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).